Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code of 19:206:3054 was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty uim pcb (user interface module printed circuit board). Appropriate action was taken to correct the reported problem by replacing the uim pcb. A device history review was performed with no exceptions found during manufacturing.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a failure code of 19:206:3054. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module master software version is unknown. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.